Event description:
On (B)(6) 2022, it was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with peritonitis. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6,532 u/l, polymorphs = 96%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) ceftazidime 1000 mg daily and ip cefazolin 1000 mg daily, until the culture results returned (B)(6) for (B)(6) on (B)(6) 2022. The patient¿s antibiotics were both discontinued and was started on ip vancomycin 1500 mg every other day. The pdrn reported the patient was hospitalized on (B)(6) 2022, after an abscess was discovered in the patient¿s abdomen by the patient¿s primary care physician (details unknown). Once hospitalized, it was discovered the abscess was cause of the patient¿s peritonitis and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient was transitioned to hemodialysis (hd) for rrt and currently remains hospitalized. The patient is expected to be discharged this week and will begin outpatient hd therapy for rrt. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to 6 u/l.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device or product, as the cause was attributed to the presence of an abdominal abscess. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product or device deficiency or malfunction caused or contributed to the serious adverse events.